Event description:
The customer received questionable results on phenytoin (phny) on one patient sample. All results are in ug/ml. The initial result was 0.0, accompanied by a data flag. The sample auto repeated and generated a result of 0.0, accompanied by a data flag. The sample was repeated again generated a result of 0.0, accompanied by a data flag. The sample auto repeated and generated a result of 0.0, accompanied by a data flag. The customer reported the second repeat run as "none detected". The results were questioned by the physician. The sample was then repeated on the same analyzer in the sample tube and generated a result of 14.2. The sample was then put in a roche sample cup and repeated on the same analyzer, and a result of 13.2 was generated. The customer deemed the result of 13.2 to be the correct result. There was no adverse event. The lot of phny reagent in use was 66737901, with an expiration date of 10/31/2013. The field service representative found the sample probe was bent and misadjusted. He replaced the probe and checked alignments. He performed precision testing, which was successful.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.